Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running. Customer blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the power error occurred within one week of troubleshoot the previous occurrence or several alarm. The device will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Insulin pump passed displacement properly. Power error detected noted due to connector resistance issue electrical board.